Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.